Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the customer reported error and iesu unit was set to dual pad and correct fuse was installed. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the issue was confirmed through system logs, which recorded the errors 2-8a and c-34 on 13-feb-2026. Visual inspection indicated that the unit was in good cosmetic condition. During functional testing, the unit displayed error code c-34 at startup. A review of the internal iesu error log additionally revealed the presence of error c-00. The iesu will be sent to the original equipment manufacturer (OEM) for further investigation. The probable cause of error c-34 is attributed to a faulty electrical component inside the generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that error c-34 occurred when the erbe was powered on. Power cycling the erbe did not resolve the issue. How the issue was resolved was not specified. There were no reports of patient involvement. Intuitive followed up and obtained additional information. The procedure was completed with the erbe 300d since it was used for soft coagulation. The patient information was not provided.